Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of the atrial signal resulting in an inappropriate shock. The device data was sent to rhythm care for review. Data review determined that the undersensed atrial signal led to the ventricular rhythm to meet the criteria for therapy delivery. Rhythm care then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.